Event description:
Customer reported that unit worked fine in the operating room, when the unit was shut off and pt transported to her room, the unit would not turn back on. As a result, the pt was without monitoring for approximately 3 1/2 hours until sales rep was able to drive a unit to the hospital.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.